Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however the data log was provided by the patient. It was downloaded and reviewed on 01/06/2015. The data of issue was not captured in the data provided.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient inserted sensor in a alternative site. The patient did not report injury or medical intervention.